Event description:
User reports approximately 25 pt samples with low sodium results, which were higher when repeated. Only three pt samples were provided as examples. Pt 1: (female), initial sodium gave 128 mmol/l, repeat 128 mmol/l. Same sample repeated using different instrument, same method, gave result of 135 mmol/l. Pt 2: (male), initial sodium gave 126 mmol/l, repeat 124 mmol/l. Same sample repeated using different instrument, same method gave result of 135 mmol/l. Pt 3: (female), initial sodium result 115 mmol/l, repeat 123 mmol/l, sample same repeated using different instrument, same method gave result of 126 mmol/l. Erroneous results reported. Pts not adversely affected. The field service rep was unable to determine the root cause. Performance tests were performed which were within specifications.